Event description:
It was reported that; during insertion of an iliac screw into the patient the tulip head rotated off the screwhead, the tulip head was still attached, the angulation of the tulip was not on straight. Used another screw to complete the surgery. No adverse consequences to the patient reported.

Manufacturer narrative:
Method: risk assessment. Results: no lot # was provided nor was the device returned therefore, visual inspection, functional analysis. Conclusion: no further investigation for this event is possible at this time as no devices and insufficient information was received.

Event description:
It was reported that; during insertion of an iliac screw into the patient the tulip head rotated off the screwhead, the tulip head was still attached, the angulation of the tulip was not on straight. Used another screw to complete the surgery. No adverse consequences to the patient reported.